Event description:
It was reported a peritoneal dialysis (pd) disposable set was leaking from the cassette. This issue was further described as, ¿the cassette had some kind of deformity on it, extra plastic part was protruded on the side of the cassette and caregiver (cg) loaded it anyway, cassette started leaking during fill 1¿. The leak was observed during fill one of five. The patient was connected for therapy at the time of this event. Renal therapy services (rts) assisted the cg with ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a slight overhang on the cassette sheeting. The extra sheeting was measured and it was within product specifications. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. A simulated use test was performed using a homechoice device and no issues or alarms were noted during the machine testing. The reported condition was not verified. The returned sample met specifications. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.